Event description:
It was reported that the patient experienced floppy glans syndrome with ams 700 lgx inflatable penile prosthesis (ipp). When the ipp is fully inflated, the penis curves to the right and downward. No further complications reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.